Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "b.braun pump tag pedi-0272 did not infuse 400ml parenteral diet at 9pm. Pump does not alarm any sound signal or any other signaling of infusion problems" no patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation: through visual inspection of the equipment, natural signs of use were observed. It was evidenced that the last pressure level selected by the user was 9, considered the highest possible, and directly related to the pressure alarm trigger time in the infusion line. Additionally, it was observed that the last volume selection made by the user was 1, considered the lowest possible, which directly relates to a greater difficulty in hearing the alarm sounds if the user is not close enough to the equipment. The equipment was subjected to functional tests to verify possible infusion errors and alarm functionality. Therefore, the equipment was programmed with a volume of 400 ml to be infused over 21 hours to ensure that the equipment would perform the programming without triggering false alarms, infusion interruption, or incorrect shutdown. The test result showed that the equipment is infusing correctly and precisely as specified. Additionally, two functional tests were performed by obstructing the infusion line on the side opposite the equipment's entry and on the side opposite the patient's exit. The equipment should trigger the "high pressure" and "check upstream line" alarms, respectively. In both tests, the equipment triggered the alarm as expected, thus not confirming the complaint. All information was recorded in a global customer complaint database and will be used for trend analysis